Manufacturer narrative:
Device evaluation summary: the cause of the event was confirmed as there was difficulty inflating the balloon due to the crystalized material found within the stopcock and balloon material. The inflation difficulty that occurred during the procedure could not be confirmed as no fluid was able to pass through the stopcock. The exact cause of the material found within the balloon could not conclusively be determined; however, there is sufficient process controls in place throughout the reliant manufacturing process to detect for the presence of contamination in the balloon. Therefore, a defect of this nature would not have been released. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was selected for use in a patient during an endovascular treatment of an abdominal aortic aneurysm. It was reported that, while preparing the balloon catheter, saline was injected from the balloon lumen in a usual manner. Although the balloon was inflated a little, it could not be further inflated or deflated. The product was replaced with another manufacturer¿s product and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is fine.